Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction recurred, which the customer acknowledged and understood.